Event description:
The reporter stated that the snaphead separated form the tube during pt use. The reported stated the decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). No sample was discarded therefore not available for analysis. Without the actual complaint sample a full investigation cannot be carried out; therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.